Event description:
The customer reported there were no audible alarms heard from the clinical information center (cic). The cic was rebooted and audible alarms were able to be heard following the reboot. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.